Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the receiver shows a transmitter failed error on (B)(6) 2017. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. No additional patient or event information is available. Product data was returned for evaluation. The reported event of transmitter failed error was confirmed. A root cause could not be determined. Labeling indicates that the dexcom cgm system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.